Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that during removal of the peel-away sheath, the physician inadvertently began to crack and peel the component away despite the distal end still being partly within the patient's body. Upon noticing that the sheath was not fully outside of the body, the physician proceeded with their attempt. A hematoma developed immediately and both manual pressure, sutures, and femostop were placed to manage the condition. Blood was given to counteract the condition. Support continued as planned with the newly implanted impella cp pump. The patient was eventually transitioned to comfort care and passed away. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding and difficulty inserting/removing introducer has been completed. The impella device was not returned for evaluation. Access site bleeding - major: the cause of the access site bleeding - major was use related due to the physician breaking the peel away sheath with still inside the patient, causing a hematoma. Difficulty inserting/removing introducer: the cause of the difficulty inserting/removing introducer was not determined since product was not returned and insufficient clinical details. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29401. H6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29401.